Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034- 2013-06009 & 2014-07248).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported patient underwent a total hip arthroplasty on an unknown date. During post operative monitoring and testing, elevated metal ion levels and peri-prosthetic soft tissue abnormalities were noted. A simple fluid collection taken from the posterior lateral quadrant of the hip measured 25.9 x 34.1 x 32.2mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. Additional information received from clinical study data noted that the patient underwent a right hip arthroplasty on (B)(6) 2008 during post operative monitoring and testing, groin pain was noted.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2014-07066.